Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the rex roth valve is stuck. Associated malfunctions for this device: poppet valve not shifting.